Event description:
It was reported that a small volume intermate had particulate matter within its bladder. This was found before use. The device was filled with ceftazidime. There was no patient involvement. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot 14j039 was manufactured from september 22, 2014 to september 25, 2014. The device was received for evaluation. Visual inspection (via the naked eye) revealed a white particle, approximately 2.45mm in length, floating in the fluid of the bladder. The particle was identified to be acrylic material via fourier transform infrared spectroscopy. The reported condition was verified. The cause of the particulate matter could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.